Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record was not possible because the lot number provided was incorrect. Root cause could not be determined. All information reasonably known as of 27-dec-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). The actual device was not returned.

Event description:
It was reported that when the device packaging was opened it was noted that some tubing attached near the saline flush port had been ripped off. When the device was connected to the patient the clinicians noticed some air coming out of that plastic piece that was broken off. The clinicians immediately exchanged the device for a new suction catheter. There was no reported patient injury.